Manufacturer narrative:
Patient diagnosed with capsular contracture, baker grade iii. Upon removal device was determined to be ruptured. Device replacement not reported.

Event description:
Patient diagnosed with capsular contracture, baker grade iii, left-side device. Upon removal device was found to be ruptured.